Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device failed the downstream occlusion test. Device's value is too high. No patient involvement.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. A sample was received for evaluation. Functional testing was performed, and the customer's problem of downstream occlusion test failed. The root cause for this event is dso sensor was out of calibration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.